Event description:
During prep of the embolic protection device, the basket would not open. The embolic device was removed and was replaced with no harm to the patient. Manufacturer response for embolic device, embolic device (per site reporter), mfg notified by site.